Manufacturer narrative:
Alleged failure: a piece of the device broke off and had to be recovered from the patient. Surgical delay of 45min. Not longer. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) improper insertion, not enough force during insertion or 2) excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a piece broke off of the device during the procedure that led to a 45 minute delay. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece broke off of the device during the procedure that led to a 45 minute delay. The piece was retrieved.